Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that the closure device appeared normal with no issues noted. The patient came in for their one year follow up imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. The physician restarted the patient on eliquis in response to this event.